Manufacturer narrative:
Device passed displacement and self tests. After reviewing the device's pump history, there is only one occurrence of a pump error, and that is pump error 23. No pump error 23 were noted during testing. Device was received with a retainer ring where a tiny piece chipped off at its lateral side. Did not note any cracks in or around the reservoir tube lip. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received few unspecified error messages. Customer stated that insulin pump had small chipped part on the retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.